Event description:
Complainant alleged that while attempting to treat a pt, the device inappropriately shut down after approx 30 minutes of use without warning. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.